Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. A 2.50x28mm taxus liberte stent was deployed at 14atms for 19 seconds in a 75% stenosed proximal lesion in the left circumflex (lcx). The patient was on aspirin 100mg and plavix prior to the initial procedure, and received heparin, i.c. Nitro and vendal during the initial procedure. Patient was stable post procedure. Thirteen days later, the patient presented with a myocardial infarction and stent thrombosis. It was noted that the patient was on aspirin and plavix at the time of the stent thrombosis event. Additional information was requested; however, the physician is unwilling to provide any additional information.

Manufacturer narrative:
The device was not returned; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.